Event description:
It was reported that the surgeon deliberately chose to use iprime infusion pump for canaloplasty (at own discretion) as medically necessary. Consequently, a small descemet¿s tear (os) occurred after encountering resistance in canal with the catheter. To manage the tear, the surgeon used surgical blade to go through the cornea and into the membrane, and the visco to break through the occlusion. Per report, the surgeon successfully flushed out any remnant (debris/visco) through this new incision. The surgeon noted that no further postop management was needed to address the eye, and that patient anatomy including surgical technique/experience with device were the contributing factors. The surgeon declined to provide any additional information regarding this case; therefore, any omitted information was not available at the time of report.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to failure to follow instruction associated with experience of the device usage. It is to be noted that the safety and effectiveness of the infusion pump has not been established for canaloplasty. MFR# reference: (B)(4).